Manufacturer narrative:
Dates estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects are being filed under a separate medwatch report #. Article titled: ¿6- versus 24-month dual antiplatelet therapy after implantation of drug-eluting stents in patients nonresistant to aspirin". (B)(4).

Event description:
It was reported through a research article identifying xience v drug-eluting stents that may be related to the following: death, myocardial infarction, stroke, thrombosis, minor/major bleeding, and target vessel revascularization. Details are listed in the attached article, titled ¿6- versus 24-month dual antiplatelet therapy after implantation of drug-eluting stents in patients nonresistant to aspirin".